Manufacturer narrative:
Device evaluated by MFR: device evaluation: lens returned dry in lens case/vial. Visual inspection found haptic broken/bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2019 and was exchanged for another same model/length but different diopter lens. The lens exchange resolved the problem. Patient code: 3191 - secondary surgical intervention, lens exchanged. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, - 6.5/+3.0/092 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2019. The lens was reported as having low vaulting and the patient experienced a refractive surprise.the lens remains implanted. The cause of the event was unknown.